Event description:
It was reported that the lead was explanted due to a significant threshold rise since implant. No patient complications have been reported as a result of this event.

Event description:
It was initially reported that the lead was explanted due to a significant threshold rise since implant. A medwatch 3500a was later received reporting that the patient felt sharp pain in the left parasternal area when wrestling with his grandchild. He was subsequently seen in the pacemaker clinic where it was found that the lead had intermittent capture. An x-ray showed no changes. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is capsure sense., common device name is implantable pacing lead. And model is 4074. Manufacturer patient and device codes used, since none provided. Evaluation summary: no anomalies found; full lead returned. Other text : it was initially reported that the lead was explanted due to a significant threshold rise since implant. A medwatch 3500a was later received reporting that the patient felt sharp pain in the left parasternal area when wrestling with his grandchild. He was subsequently seen in the pacemaker clinic where it was found that the lead had intermittent capture. An x-ray showed no changes. The lead was replaced. No patient complications have been reported as a result of this event. Electrical tests performed; actual device involved in incident was evaluated. Mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn; capture, intermittent high threshold.